Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. The customers blood glucose (bg) level was impacted (341 mg/dl) the customer took a bolus via the pump to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives and has alternate insulin therapy available.